Manufacturer narrative:
Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed that the tip of the height adjuster was twisted and fractured. Root cause: a definitive root cause cannot be determined with the information provided. Damage to the height adjuster could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis or excessive forces applied during use. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the tip of a polaris 5.5 dorsal height adjuster stripped intra-operatively when removing a previously implanted iliac screw. The screw was unable to be removed. The reason the screw was being removed is not known. This is report two of two for this event.

Event description:
It was reported that the tip of a polaris 5.5 dorsal height adjuster stripped intra-operatively when removing a previously implanted iliac screw. The screw was unable to be removed. The reason the screw was being removed is not known. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2022-00314.